Event description:
Pt admitted for revision of non-functioning port. During procedure, catheter was noted by physician to have become dislodged from port and was free floating in superior vena cava. Pt being transferred to another hosp for removal. On 5/26/94, port removed. On 5/27/94, catheter removed.